Event description:
Additionally, it was reported that patient developed induration.

Manufacturer narrative:
Corrected data: a3.

Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® volux¿ in the c6 on the right side. Approximately five months later, patient developed a late inflammatory reaction with "2 very large and hard encapsulations of product on both side, disturbing the mobility." Patient was treated with "diluted hyaluronidase 4ml: 2ml on each side" first on day of onset, second treatment the next day and 13 days later with the third treatment. Patient also had bronchopneumopathy, deemed not device related, for a month, now treated. The event of late inflammatory reaction with 2 very large and hard encapsulations has not been resolved.

Event description:
Additionally, healthcare professional reported that symptoms are not completely resolved, but it is ¿getting much better¿. There are still indurated areas on the chin and marionette lines. Hcp stated, ¿these indurations do not bother the patient much, patient prefers to treat them little by little."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bronchopneumopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of bronchopneumopathy, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® volux¿ in the c6 on the right side. Approximately five months later, patient developed a late inflammatory reaction with "2 very large and hard encapsulations of product on both side, disturbing the mobility." Patient was treated with "diluted hyaluronidase 4ml: 2ml on each side" first on day of onset, second treatment the next day and 13 days later with the third treatment. Patient also had bronchopneumopathy, deemed not device related, for a month, now treated. The event of late inflammatory reaction with 2 very large and hard encapsulations has not been resolved.